Manufacturer narrative:
The customer reported that "the lifeband would not retract, and the autopulse platform sn (B)(4) displayed an unknown error code." The reported complaint was confirmed in the platform's archive data, and during functional testing performed at zoll.. A review of the archive data showed that on/around the reported event date, the autopulse platform failed to take up (retract the lifeband) multiple times while displaying fault code 16 (timeout moving to take-up position). The lifeband did not retract because the autopulse did not achieve the target depth for take-up within the specified time due to the malfunctioning drivetrain motor. Most likely attributed to the age of the device and wear and tear. The autopulse platform was manufactured in october 2016, is over six years old, and has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed several issues, unrelated to the customer's reported complaint. The front enclosure was scratched, chipped, and cracked at the front-end area. The load plate cover was damaged with a hole, affecting the watertight seal. The head restraint wires on the top cover were heavily frayed. The cut head restraint does not render the autopulse platform non-functional. The observed physical damages appeared as characteristic of harsh impacts due to user mishandling. Also, no documented report showed that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2016. All the damaged parts were replaced to address the issues. Further review of the archive data showed that after numerous fault codes 16, the autopulse platform was powered on a few times with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on/around the reported event date, unrelated to the reported complaint. The ua07 advisory message was not replicated during functional testing at zoll, and a load cell characterization test confirmed both cell modules were functioning within the specification. The likely root cause for the ua07 was either due to the patient or platform being placed on an uneven surface, or the patient not properly centered/aligned on the platform during take-up. The customer cleared the ua07 advisory messages during this deployment, but the autopulse platform was powered on multiple times again to fault codes 16. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur. It may happen at any time when the device is powered on. In this reported complaint, the ua07 occurred likely due to either the patient or the autopulse platform being out of position, placed on an uneven surface, moved during compressions, or the patient not properly centered/aligned on the platform. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up. While powering on, the autopulse platform did not achieve the target depth for take-up within the specified time, and did not retract the lifeband confirming the reported complaint. Technical investigation determined the root cause was the malfunctioning drivetrain motor assembly, which was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
The autopulse platform sn (B)(4), was deployed for patient care. The crew reported that the lifeband would not retract, and the platform displayed an unknown error code. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.